Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/13/2025, it was reported by a sales representative via email that an ar-2324kbcsp 4.75 mm biocomposite knotless swivelock suture became loose after being hit with a mallet during insertion, additionally, the eyelet of the swivelock broke. This was discovered during a procedure on (B)(6) 2025. Additional information requested on 3/31/2025.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed per picture attached that showed the eyelet had broken off. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.